Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2015 with the following findings:a review of the black box showed multiple ¿loss of prime¿ warnings. A review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 06:41am. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. No loss of primes occurred during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of loss of prime was seen in the pump histories but could not be duplicated on investigation. The pump cover was removed, and a cracked trace in the force sensor flex was observed. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 495 mg/dl with symptoms of frequent urination, extreme thirst, exhaustion, and dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support (cts) agent reviewed the event with the reporter. It was alleged that there was an inaccurate delivery as well as a recurring loss of prime issues. No information was provided regarding the potential causes for inaccurate delivery or potential causes for bg issue. Several attempts by cts to follow-up on the inaccurate delivery issue with the reporter were unsuccessful. With regard to the loss of prime issue, it was reported that the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step after cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reported inaccurate delivery and loss of prime issues were not resolve with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to alleged pump malfunctions of unknown causes.